Event description:
I have had almost all side effects reported by women with essure device. The last 6 months alone, I have been in and out of the ER. With no insurance it has made me broke. Different side effects. FDA safety report ID# (B)(4).